Event description:
It was reported that an end-user was in her wheelchair when one of the rear axles snapped. As a result the end-user fell out of the wheelchair and sustained a few bruises. There was no report of any serious injury.

Manufacturer narrative:
It appears that the wheelchair and or parts involved in this incident are being returned to sunrise medical. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.